Event description:
Implant failed, however there is not enough information to determine where the failure has occurred.

Manufacturer narrative:
Implant failed, however there is not enough information to determine where the failure has occurred. Failure to osseointegrate, customer provided additional information.

Event description:
Implant failed, however there is not enough information to determine where the failure has occurred. Failure to osseointegrate, customer provided additional information.